Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient developed stoma site infection. On (B)(6) 2017, the physician prescribed unknown antibiotic medication.